Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan readings compared to an unknown meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was two days. The customer reported symptoms including dizziness and vomiting. The customer stated they were treated by a healthcare professional (hcp), however the reporter was unable to provide treatment details.. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Damage on the sensor pcba (printed circuit board assembly) was observed; performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly . Sensor antenna leg was observed to be detached during de-casing. Further investigation could not be performed due to sensor was unable to program or activate. An extended investigation was performed. Visual investigation has been performed on returned de-cased sensor puck and pcba. The investigation revealed damage to the support leg of the antenna when de-cased. This was observed that damage did not affect data to be extracted from the sensor as the support leg has no connection to the pcba and has not damage the track. The puck's data was extracted and examined for potential sensor data corruption or irregularities in glucose readings. No anomaly was detected. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Source measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Current measurements were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor the reported field event of glucose high sensor readings was not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan readings compared to an unknown meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was two days. The customer reported symptoms including dizziness and vomiting. The customer stated they were treated by a healthcare professional (hcp), however the reporter was unable to provide treatment details. There was no report of death or permanent impairment associated with this event.